Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were several episodes of automated mode switch noted due to non-sustained right atrial (ra) lead noise. The noise was reproducible during lead provocative movements. The device was reprogrammed and the patient was stable with no consequences.